Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. Since the issue was noticed during inspection, a conclusive cause of the problem could not be identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that outside the or, the cayman united plate inserter won't release from plate when loosened. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that outside the operating room, the cayman united plate inserter won't release from plate when loosened. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.